Event description:
Healthcare professional reported that a patient had been treated with 4 ml of kybella®. The patient had two previous treatments of kybella®. It was not confirmed if the kybella® skin grid was used. The patient reported thinking they had ¿an infection.¿ event is ongoing. This is the same event and the same patient reported under MDR ID# 2024601-2023-00001 (allergan complaint #(B)(4)) and MDR ID# 2024601-2023-00003 (allergan complaint #(B)(4)). This MDR is being submitted for the second injection of suspect product, kybella®.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.